Manufacturer narrative:
The user facility reported dissatisfaction with the operation of their 5085 surgical table. There are no reports of injury or delayed/cancelled procedures. Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the surgical table and noted that the cover which holds the wires for the height sensor had not been seated properly within the column shroud during a recent service repair by the facility's 3rd party servicing company. This resulted in the stripping of wires reported by the customer. The sensors wires interfered with the telescoping shrouds causing the sensor cable to abrade. The steris technician replaced the height sensor and the lower energy chain cover. He performed a sensor calibration, tested the table and returned it to service. He noted no unusual noises during his testing of the table. Section 7.4 of the maintenance manual states: "caution - possible equipment damage: to avoid height sensor damage, ensure proper care when articulating table with table column shroud not completely assembled" and "caution - possible equipment damage: shroud pairs must be numbered to ensure they are reinstalled in correct sequence to avoid equipment damage. Incorrectly assembled table column shroud will produce table damage." A review of the final factory test record for the table indicates that the surgical table met all specifications at the time of manufacture.

Event description:
Reference medwatch # (B)(4).